Event description:
While performing routine tests on the unit, the user found that it would not turn on. There was no pt harm involved. Examination of the unit detected a burned open foil connected to transistor q6 on printed circuit board assembly 590263. The screw that secures the transistor to the heat sink was loose. It is believed that the loose screw shorted the transistor to the heat sink, and caused the foil to open. The cause of the screw being loose could not be determined. The event is not occurring more frequently or with greater severity than is usual for the device.